Event description:
The ICD device was implanted in 1998 and explanted in 1999 because of no output. The pt had received a first sentinel in 1996; it was replaced in 1998. The first device was on the suspect list established by angeion corporation for risk of noise sensing; at that time, angeion was responsible for MDR submission for that device.